Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer was admitted to the emergency room and diagnosed with staph toxic shock syndrome. The pod was worn for two days and taken off on (B)(6)2017 due to discomfort, then the patient started to get a high fever and that is when it was decided to take him the emergency room (48 hours later). There was a little irritation and drainage while the pod was being worn. The site was described to be the size of a 50 cent piece, red, irritated, firm, and had a pimple. It was also itchy, painful, red to the touch, and sore. Treatment included IV antibiotics and fluids. The patient was given oral antibiotics; clindamycin to take for 5 days and cephalexin to take for 10 days. He was also prescribed a probiotic to help with his stomach. The mother stated that the customer's blood glucose levels had been high because of the infection and changes were constantly being made to keep him in check.